Event description:
Customer reported a reading of 13.9 mmol/l on her precision xtra/optium meter. She then reported losing consciousness. She was "awakened" by her husband who treated her with sugar. Customer does not remember any symptoms prior to the incident. The paramedics were called and treated customer with "a glucose shot". She was transported via ambulance to hospital. It is unknown what treatment she received while in the hosp.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.